Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is males; the age of the patients was (B)(6) years old. The majority of the patients were white. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿clinical outcomes of his bundle pacing compared to right ventricular pacing.¿ journal of the american college of cardiology. 2018; 71(20):2319-2330. Doi: 10.1016/j.jacc.2018.02.048. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during an implant procedure using an implantable pacing lead. There were patient deaths referenced; however, there is no indication that any of the deaths were lead/procedure related. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The location/disposition of the lead is unknown. The exact cause of death has been requested, but not yet received.